Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged unexpected shutdown could not be verified. The malfunction issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was no longer vibrating when the customer received pump alerts. Tandem technical support verified the pump was set to vibrate for the alert and alarm notifications. Subsequently, the pump shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer was able to load a new cartridge and resume insulin. The customer's blood glucose level was 213 mg/dl. Reportedly, the customer would continue use of the pump for insulin therapy.